Event description:
This ra lead was implanted on (B)(6)2009 and remains implanted as of this time. A call was placed to technical services on 08/10/2018 stating that this lead exhibited low out of range amplitude. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).